Event description:
A patient (age unk), with a medical history of diabetes and hypertension, underwent lumbar disc surgery in 2000. Gelfoam (gelatin) (formulation not provided) was used during the course of the surgery. Shortly after their surgery they were diagnosed with a severe and life threatening infection (site not specified). The outcome was not provided. Gelfoam was the subject of class I recall by the FDA. The FDA recall was prompted by the finding that certain batches of gelfoam contained aluminum fragments.